Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate the reported event. As a preventive measure (pm), the ultrasound printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on january 5, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, no phacoemulsification power was experienced in ultrasound 2. Ultrasound 1 worked initially. The staff replaced several phaco tips and cassettes. The phaco icon was green. The procedure was completed manually. There was no patient harm.